Event description:
Business partner reports keratitis/inflammation of cornea: pt eyes were irritated, light sensitivity and pain. The pt states it caused them to be bed ridden. The condition began sometime in (B)(6) 2011. F/u notes that the pt diagnosed with diffuse superficial keratitis on (B)(6) 2011. She was treated with steroid and antibiotic eye drops along with ointment. Decreased best corrected visual acuity lasting longer than 7 days is reported. The pt permanently discontinued contact lens wear in (B)(6) 2012. This is being reported as keratitis and decreased best corrected visual acuity lasting longer than 7 days.

Manufacturer narrative:
This is being reported as keratitis and decreased best corrected visual acuity lasting longer than 7 days. This report is related to: (B)(4) 2640128-2012-00013. Method: no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.